Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out with the device and there was no hemostasis. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci). The device will be returned for evaluation.